Event description:
It was reported to philips that during the field service engineer's (fse) onsite troubleshooting with the customer the device was moved to a different angle and a power interrupted message was issued. There was no reported patient involvement/adverse patient impact.